Event description:
The customer fell getting out of bed at 7:50am and wasn't able to speak. The customers family member tested their blood glucose and the result was 50mg/dl. The customer was given a soft drink and paramedics were called. Paramedics arrived and tested the customer's blood glucose with a result of 42mg/dl. The customer was given a glucagon injection and glucose 15 under their tongue. No controls were in use. A reqeust was made for the return of the suspect device and replacement product was sent.